Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto off alarm. The customer's blood glucose level was 125 mg/dl. Tandem technical support reviewed the auto-off safety feature with the customer. The customer changed all supplies and resumed insulin delivery.